Event description:
It was reported that during an unknown procedure per user facility medwatch form, #mw(B)(4), the patient presented to another facility on [date redacted] (pod 9) - [post operative day 9]) with abdominal pain, high fever, tachycardia and CT scan suspicious for anastomotic leak. Patient was immediately/emergently transported via life flight to this hospital where he was taken emergently to the or for exploratory laparotomy converted to open, colonic anastomotic resection with end colostomy with noted stool in the llq [left lower quadrant] and a large hole in the prior anastomosis. Also noted were bent staples and unformed staples along the staple line with the hole. Postoperatively, the patient was started on zosyn and transferred to the sicu [surgical intensive care unit] in critical condition from severe sepsis. Patient's recovery was slow with significant tachycardia and delay of ostomy function. Course c/b gi [complicated by gastrointestinal] bleed from ng [nasogastric] tube trauma s/p egd [status post esophagogastroduodenoscopy] with clips on [date redacted] - two days after this hospital admission and pod 11. Intermittent fevers with sirs [systemic inflammatory response syndrome] response and now s/p drain placement for pelvic collection found on CT [date redacted] - day 4 of admission to this hospital. Course c/b postoperative ileus with decreased ostomy output. By pod 14, the patient was able to tolerate a solid diet without n/v [nausea and vomiting], have a return of bowel function, ambulate at baseline mobility and void independently. Patient was evaluated as stable and discharged to home on [date redacted] - two weeks after admission to this hospital. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent 9/25/2025 d4 batch # unk h6: health effect ¿ clinical code gastrointestinal system (e10) d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: exact date is unk. Assumed first day of the month. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the product code? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Are there any photos that can be shared? If yes, please send to productcomplaint1@its.jnj.com this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.